Event description:
Medivators rapicide pa splashed into the eye of the operator of a medivators dsd edge when opening the lid while the machine was in cycle.

Manufacturer narrative:
The case states that the operator had a cycle running on the medivators dsd edge aer without a scope in the device. The machine alarmed and the operator decided to open the lid while the cycle was running which caused the rapicide pa disinfectant liquid to splash into her eye. The facility reported she was wearing the appropriate ppe and they had an msds for rapicide pa on hand. The operator immediately showered to rinse the rapicide pa off and wash out her eye. She then went to the ER for further irrigation and flushing of her eye. Medivators ra followed up with this facility and it was reported she was released from the hospital that same day and is doing fine. This complaint will be maintained within medivators complaint system. If any additional information is received, this complaint will be evaluated upon receipt.